Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/28/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe that ethicon sutures caused and/or contributed to the adverse events described in the article? Is the product code and lot number available for any of the ethicon devices used? Citation: eur j clin microbiol infect dis 2015;34:2331-2338. Doi 10.1007/s10096-015-2485-8.

Event description:
It was reported in journal article ¿triclosan-coated sutures and sternal wound infections: a prospective randomized clinical trial¿ that the purpose of this prospective randomized double-blind single-center study was to compare the rate of infections in sternotomy wounds closed with triclosan-coated or conventional sutures. Patients were recruited between march 1, 2009 and february 15, 2012. 357 patients were randomized to closure of the surgical wounds with either triclosan-coated sutures or identical sutures without triclosan. Wounds of patients in the non-coated group (n=178; 28 women, 150 men; mean age 66.7+/-8.2; mean bmi 27.5+/-3.7 kg/m2) were closed using identical sutures without triclosan. Sternal wound infection occurred in 11.2% (n=20: deep infection, n=4; superficial infection, n=16) in the non-triclosan group. There were 17 positive cultures in the non-coated suture group. The most common pathogens in both groups were staphylococcus aureus and coagulase-negative staphylococci. Antibiotic-treated sternal wound infection was 13.4% (n=24) for both groups. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. No does the surgeon believe that ethicon product monocryl plus and/ or monocryl, vicryl or vicryl plus sutures caused and/or contributed to the adverse events described in the article? No is the product code and lot number available for any of the ethicon devices used? No.